Event description:
The laser was set to power 3000, duration 0.2, repeat 3.3 when machine was put on standby, the repeat setting had gone to 2.8 without touching the setting control. Procedure type: vitrectomy, scleral buckle performed by an md. They used third party service who determined that a fracture fiberoptic wire caused the problem. The wire was replaced before the laser was used again.